Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 289 mg/dl (aviva) and 59 mg/dl (active) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for the active meter. (B)(4).